Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation on february 4,2025. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that problem loop end of the electrode came off. Surgeon was able to retrieve the loop end and the rest of the electrode. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the examination of electrode it was found that cutting loop is broken off on both sides on the exit of the yellow insulation. As both broken surfaces show a ductile appearance (sign of a break by overload), it is most likely that the electrode got exposed to excessive force during application. The event is filed under internal karl storz complaint ID: (B)(4).